Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer via the emergency support program line that the sensation plus 50cc intra aortic balloon (iab) experienced a fiber optic (fo) sensor failure during use. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Additional contact info:(B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Esp personnel called the nurse and was transferred by an individual that picked up the phone. Call rang and rang, and no one answered. Called again and was transferred to the nurse who answered the call. She reports a patient on a cs300 with a sensation plus 8fr 50cc iab placed in the femoral artery. She stated the patient is beginning to feel better and moving around a lot in the bed. She stated a fo sensor failure has occurred. All attempts at regaining the fo signal were unsuccessful and the nurse stated the patient probably kinked the catheter by bending at the waist. Esp personnel reviewed with nurse how to obtain and zero the transduced inner lumen ap and disconnect the fo plug so the alarm would not continue. This is successful in obtaining a clear transduced ap waveform on the cs300. The nurse is not sure they would return the iab to us for inspection and product surveillance. She obtains limited information to create a complaint. She is appreciative of the assistance but quickly ends the call.